Event description:
It was reported that pauses in ventricular pacing were noted on a surface electrogram. The ventricular lead exhibited noise, which was causing inhibition. The patient would be bedridden for an extended period of time due to unrelated neurological issues, and would be monitored. The device was programmed voo maximum outputs.

Manufacturer narrative:
Na